Event description:
It was reported that no sensing or pacing was noted on the right ventricular (rv) lead. An x-ray was performed, and dislodgement was noted on the lead. The physician explanted and replaced the rv lead. The patient condition was stable.